Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the screen would not stay up; both lower display hinges were found damaged. Latch tabs found broken on the power cord bay. Four screws on the keyboard were missing; it was noted one screw was found inside the programmer. The system fan was noisy. Paper guide on the printer drawer and the left keyboard hinge were broken. Concomitant medical products: product ID: 229047 analyzer. (B)(4) .

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.